Event description:
Biased high hemoglobin a1c (hb1c) results were obtained on qc and patient samples on the dimension rxl instrument after a bad calibration. The customer continued to report patient results to physicians during this period when qc recoveries were high and out of laboratory ranges. There is indication of a result having been questioned by a physician approximately two weeks after the bad calibration. There is a report that the medication of one patient was altered to lower blood glucose levels on the of the based high hb1c results. There was no report of adverse health consequences as a result of the based high hb1c results or the change of treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause of biased high hb1c results is non-standard use by the customer and an instrument malfunction. The issue was detected by qc but patient results were reported during the period when qc was above laboratory ranges. A siemens healthcare diagnostics service engineer was dispatched to the site and performed maintenance procedures, cleaned cuvette windows, and replaced the r2 reagent probe. After recalibration, the qc results returned to within laboratory ranges. The instrument is performing within specifications. No further evaluation of the device is required.